Event description:
It was reported that an asymptomatic patient presented remotely with their atrial leadless pacemaker exhibiting far r-wave over-sensing. The over-sensing lead to inappropriate automatic mode switch episodes. Programming was discussed but not completed. Patient had no consequences.